Manufacturer narrative:
Additional information was received. The lot number of the emitter cable is 101217. The emitter cable was returned and analyzed. The cable had no apparent physical damage but a continuity test revealed a short from pin 4 to the shield of the usb cable. Previously submitted fm and fdc codes 10 and 4307 are applicable. Fdr code 4203 is also applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597. A medtronic representative went to the site to test the equipment. It was reported that the external axiem cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that once the system was booted up, they received a no signal message on both monitors. The local representative verified the connections on the back of the monitor but still received the no signal message. Troubleshooting was done and they removed the covers. They verified that the computer was not on. They reconnected the cables going into the power supply and verified the battery connections were good. Also they turned the switch on in the back of the system to the correct position and the monitors came on. There was no patient present. (B)(6) 2020 interface update. Additional information received. It was reported that the issue still occurs and the screen will go completely black. The site reboots and the issue resolves. A frequent stealth user at the site reported that he has noticed the screen goes black when the axiem cable is in a particular position. Technical services suspects a short in the cable or damage to the cable.